Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications and contact force measurements were displayed throughout the duration of the log files. No rf ablations were performed. Based on the information received, the cause of the reported cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 3005334138-2021-00333. Following a ventricular tachycardia (vt) procedure, the patient expired due to a cardiac perforation and ventricular septal defect. During the vt ablation procedure, the mapping catheter and ablation catheter were used to map the right ventricle (rv) and left ventricle (lv). The patient had gone in and out of vt multiple times and needed pacing to get her out. The ablation catheter and rv quad were in the rv and the mapping catheter was in the lv (retro aortic access) when the perforation was noted via fluoroscopy. The mapping catheter went through the posterior left ventricle (lv) posterior medial papillary muscle and the ablation catheter went from the lv to the rv through the septum, causing a ventricular septal defect (vsd). The patient coded and when the chest was opened, the surgeon was not able to get to the musculature of the heart due to adhesions and the patient expired. The surgeon was never able to visualize the posterior wall but believes that was the location of the perforation. There were no performance issues with any abbott devices. The adhesions were believed to be from a pericardiocentesis performed due to a perforation during an ICD implant in approximately 1997 which resulted in hospital admission. The surgeon did report seeing a hole in the right ventricular (rv) apex believed to be from the pericardiocentesis. Ice recordings were reviewed and estimated the tissue was 1 to 2 mm thick in that spot.